Manufacturer narrative:
(B)(4). Representative sample was returned for evaluation. The returned sample was evaluated and found within specification.

Event description:
It was reported that a patient underwent an acl procedure on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture at the swage. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.